Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon requested hardware removal instruments for (B)(6) 2018 revision of a (B)(6) 2017 instrumented case. On (B)(6) 2017 case was an extension to and (B)(6) get revision,hardware fromt3-pelvis. L2 screws were skipped, hardware 455mmpre bent cocr rod broke on patients right side at l2 along with the expedium 5.5 sfx. Surgeon removed verse screws l3-sacro iliac fully threaded sai. Surgeon stated set screws were loose in removal. Surgeon also stated that the formable vivigen was coming out like it went in patient consequence? :unknown. Action taken for procedure:surgeon revised construct removing l3-pelvis depuy revised with invasive relign screws and end to end connectors. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.